Event description:
Dr using an endo gia during the case. The stapler fired, but the blade did not come back. The stapler would not release the tissue. The stapler had to be cut off with tissue still in instrument and then the colon had to be stapled again.

Event description:
Dr using an endo gia during the case. The stapler fired, but the blade did not come back. The stapler would not release the tissue. The stapler had to be cut off with tissue still in instrument and then the colon had to be stapled again.